Event description:
The facility reports that after the bath, the caregiver raised the resident to the highest position in the lift to remove her from the tub without having to lift the resident's legs. When the caregiver pulled the lift from the tub and twisted the chair to push into the "drying area" of the room, the front right wheel fell off and the chair tilted. The caregiver tried to stop the lift from tipping but could not. The resident fell towards the tub and her face went into the water. The resident was still attached to the lift by the belt. The caregiver removed the safety belt and lifted the resident's head out of the water. The caregiver called for help and another health care aid went to get more help. Four staff members lifted the resident manually from the tub to the resident's wheelchair. No injuries to the resident were reported; the caregiver hurt her left knee and left leg.